Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported that the app was stuck on the login page and keep getting an error saying verification expired. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
Complaint summary: the user was unable to access the carelink connect app due to a verification expired message while logging in. Investigation/testing summary: the carelink support team reviewed mobile application logs from the carelink database. While the logs confirmed the occurrence of the issue, a direct identifiable cause could not be pinpointed. Furthermore, the customer was instructed to provide screenshots and presented with a potential workaround, which involved reinstalling the app or resetting the password. Additional details from the helpline indicated that the user successfully logged in, ultimately resolving the reported issue. The software successfully adhered to the specified requirements and performed to the expectations specified in the (B)(4). (Most likely) root cause: it is probable that the intermittent issue stemmed from the security configuration of the user's mobile device, which resolved itself without intervention from carelink. Analysis summary: helpline has confirmed that the issue has been successfully resolved and that it was most likely due to some issue with the user's mobile device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.